Event description:
Spontaneous. Patient's daughter reported pump is currently displaying "reservoir volume empty" error while not being empty (not due for cassette change for another day). Instructed daughter to change cassette and error resolved. Unsure if error was caused by pump, cassette, or human error. The pump I currently in use by patient. Fate of cassette is unknown. No pump serial number or cassette lot number provided. No other information, details or dates provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we replace the product ? No; did the pt have a backup product they were able to switch to? Na. Was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to cvs/caremark by pt/caregiver.